Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "won't recognize that the door is closed" was reproduced. A review of the event history log revealed "shut door - power off'" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a loose link screw. The link screw will be tightened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize closed door during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.